Manufacturer narrative:
One infusion pump was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Upon review of the pump's evet history log, 1720 error code messages were found. Pump was found to be displaying "1720" error code messages upon power up, confirming the reported customer complaint. The problem source has been determined to be unknown.

Event description:
Information was received indicating that a smiths medical pump presented with lec 1720. This issue occurred during testing. No patient was present at the time of the event. There were no adverse events reported.